Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that when the pump was in use, the staff experienced a system error 3 therefore the pump was taken out to be serviced. As a result, the hospital ordered a pump assembly, and the field service engineer replaced the parts and returned the pump back into service. There was no reported patient consequence.

Event description:
It was reported by the field service engineer (fse) that when the pump was in use, the staff experienced a system error 3 therefore the pump was taken out to be serviced. As a result, the hospital ordered a pump assembly, and the field service engineer replaced the parts and returned the pump back into service. There was no reported patient consequence.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "alarm, system error 3" is not able to be confirmed. The pump assembly was replaced by the hospital biomed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.